Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was high right ventricular (rv) lead impedance with an impedance greater than 3000 ohms. It was further reported that noise was observed on a non-sustained tachycardia episode. The lead was capped and replaced. No patient complications have been reported as a result of this event.